Manufacturer narrative:
As reported, the patient is experiencing pain, especially after physical exertion post implant of perfix plug. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative pain. No additional information can be requested. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per ansm n°r2609411: date of event occurrence: 14-apr-2022. As reported, the patient underwent implant of perfix plug on (B)(6) 2022. Description of the incident: "since my implant was placed, I have been experiencing pain, especially after physical exertion." Current condition of the patient: this pain interferes with my daily life. Actions taken at the healthcare facility to manage the patient: nr.